Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter could not actuate during calibration. The procedure type was unknown. The surgery was completed on the same day, but it was unknown how the surgery was completed. The product was not contacted with the patient.